Manufacturer narrative:
The controller, (B)(4), was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed that two (2) electrical fault alarms were logged on (B)(6)2016 at 15:16:32 and 15:51:43. The two electrical fault alarms were indicative of an open phase in the front stator. Based on the available information, a possible root cause can be attributed to contamination by foreign material of the driveline connector or a marginal driveline connection. Per the instructions for use (IFU): the instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient received an electrical failure fault on the controller. The controller was exchanged. No consequence to patient. No additional information required.